Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a missing sensor wire on (B)(6)2014. Patient stated they received a failed sensor error and removed the sensor pod. Patient claimed that upon removal of the sensor pod, the sensor wire was missing. Patient stated they did not see any portion of the sensor wire in their skin. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck. Due to the separation of the sensor wire, the sensor is considered to be detached. Therefore, the reported event of a missing sensor wire was confirmed. A definitive root cause could not be determined; however, it is noted in the dexcom continuous glucose monitoring system user's guide that a sensor fracture may happen on rare occasion.

Manufacturer narrative:
(B)(4).